Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient was born on an unspecified date in 1950. The peritonitis event occurred on an unreported date in (B)(6) 2017. Extraneal and physioneal 40 1.36% upon follow up it was reported the patient was hospitalized for the peritonitis event. The nurse reported the patient had been hospitalized for ¿at least 2 weeks¿, however, the dates could not be confirmed. On an unreported date the same year as the peritonitis onset, the patient experienced "intestine necrosis" further described as a peritonitis complication, subsequently the patient underwent two surgical interventions (due to the intestinal necrosis). On an unreported date (the same year), the patient experienced immunosuppression and sepsis. The causes of the immunosuppression and sepsis were not reported. Treatment for the immunosuppression and sepsis were not reported. On an unreported date during hospitalization, extraneal and physioneal therapies were discontinued. The patient's catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis. At the time of this report the patient was in the intensive care unit and was not recovered from the events of peritonitis, intestine necrosis, immunosuppression and sepsis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, the patient experienced ultrafiltration failure while on peritoneal dialysis (pd). The cause, treatment and the outcome of the ultrafiltration failure were not reported. At the time of this report, the patient¿s condition was reported to be stable however, not yet recovered. It was reported that due to the patient¿s clinical events, the physician indicated the discontinuation of pd therapy should be permanent, however, the patient did not agree with this change. Should additional relevant information become available, a supplemental report will be submitted.